Manufacturer narrative:
H3, h6, h10 h3 device evaluation the ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed pump malfunction. B5, h2, h3, h6, h10 updated

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) lgx 15 cm cylinders removed as the pump was no longer working. The ipp was initially implanted in the summer of 2019. The pump worked for about a year and then just locked out and would not inflate or deflate. The patient was dissatisfied. The patient had a new ipp 15cm lgx device implanted. There were no further complications.

Manufacturer narrative:
Updated.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) lgx 15 cm cylinders removed as the pump was no longer working. The ipp was initially implanted in the summer of 2019. The pump worked for about a year and then just locked out and would not inflate or deflate. The patient was dissatisfied. The patient had a new ipp 15cm lgx device implanted. There were no further complications.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) lgx 15 cm cylinders removed as the pump was no longer working. The ipp was initially implanted in the summer of 2019. The pump worked for about a year and then just locked out and would not inflate or deflate. The patient had a new ipp 15cm lgx device implanted. There were no further complications.